Manufacturer narrative:
Updated quality-safety evaluation of ptc received on 25-may-2016: lot number: 05009536 is invalid. In this case no product was returned. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this medically confirmed; study case report refers to a (B)(6) female subject who was enrolled in an observational company-sponsored study. She had essure (fallopian tube occlusion insert) inserted and during the procedure the physician had sensation of perforation on the right side. On the same day, physician reported essure placement failed due to abdominal migration. Four months after device insertion, the patient was submitted to a celioscopy. The right insert had migrated in the douglas pouch and the left insert was in the uterus near the left uterine horn. The inserts were removed and physician did a ligation of the uterine tubes. These events are listed in the reference safety information for essure. Uterine/fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this particular case, considering the close temporal relationship between events and essure insertion procedure, causality with the suspect insert cannot be excluded. Additional non-serious events were reported. This case was initially not regarded as incident. However, upon nsai audit, a company internal review was performed and this case was upgraded to incident. Additionally, upon follow-up, surgical intervention was reported as events' treatment. Based on the available information no product quality defect was confirmed. There is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information has been requested.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 12-aug-2016 (B)(4). Lot number 05009536 is invalid. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no valid batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Perforation questionnaire and sae form received on 16-aug-2016 from investigator: the patient´s initial was updated. (B)(6). Her medical history included gravida 1 and 1 parity. Previous gynecological intervention and uterus finding prior insertion were denied. Essure was inserted on (B)(6) 2010 for contraception with lot number 05009536 (expiration date 13-apr-2010). During insertion, she received nsais non-steroidal anti-inflammatory drugs. On (B)(6) 2010, complete bilateral perforation occurred. She was hospitalized (B)(6) 2010 first attempt of insert removal by celioscopy ((B)(6) 2010). Tubal ligation of the uterine tubes with bilateral clips was done. According to the investigator, complete bilateral perforation was considered serious due to hospitalization and because of medical or surgical intervention and related to essure. Outcome was reported as recovered/resolved (stop date of event was on (B)(6) 2010). The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 18-aug-2016 for the following meddra preferred terms: fallopian tube perforation: the analysis in the global safety database revealed 452 cases. Device dislocation: the analysis in the global safety database revealed 688 cases. Uterine perforation: the analysis in the global safety database revealed 302 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt.

Event description:
This is a solicited case report received from an investigator in (B)(6) on (B)(6) 2015 which refers to a (B)(6) female patient who was involved in an observational company-sponsored study, (B)(6). Study description: study enquete success ii, essure ess305 is a non-interventional, multicenter, prospective, epidemiological study with the aim to determine the rate of predictive factors for successful bilateral placement and the final efficacy of the essure permanent sterilization method, as measured by the absence of pregnancy. (B)(6). The patients medical history included 1 child, 1 c-section, amenorrhea and usage of contraceptive implant. During consultation she mentioned that she has no menstrual pain and, during examination prior to insertion, her uterine cavity (endometrium) was normal and she has no retroverted uterus. Essure was inserted on (B)(6) 2010. She was pre-medicated with non-steroid anti-inflammatory. No anesthesia was applied during the procedure and perception of obstacle was reported. In addition, investigator reported a sensation of right perforation during essure placement and states that patient experienced procedural pain. As contraception method for the 3 months following essure insertion procedure, patient used contraceptive implant. On (B)(6) 2010, radiography was performed and showed devices not symmetric. The 4 markers were well placed on both sides. Hysterosalpingogram (hsg) was also done and showed bilateral occlusion but inserts were not in place neither in right nor in left (abdominal migration). No transvaginal ultrasound was done. The diagnostic of control examination was no good insert position on left (abdominal migration) and missing on right. A plain abdomen x-ray was done for control; however, patient never returned with plain abdomen x-ray. Ptc investigation result received on 18-feb-2016. (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Case correction after a company internal review (based on information received on 23-nov-2015): upon (B)(6) audit in december 2015, the company decided to actively review and report to the national competent authorities all essure perforation cases which were previously considered as not reportable. As a result, this case was upgraded to incident. Follow up information received on 24-mar-2016: (B)(4). Follow up information received on 26-apr-2016 from the physician: essure lot number was 05009836 (with expiration date of 13-apr-2010). The patient was not pregnant at time of insertion. The investigator reported that the patient had a placement failure due to abdominal migration with onset date on (B)(6) 2010. The patient was hospitalized from (B)(6) 2010 for inserts removal by celioscopy and then ligating of the uterine tubes with bilateral clips on (B)(6) 2010. The right insert had migrated in the douglas pouch and the left insert was in the uterus near the left uterine horn. The event placement failure (abdominal migration) was considered serious due to medical intervention and hospitalization and related to essure devices. The patient recovered from this event on (B)(6) 2010. The event ligation of the uterine tubes was considered serious due to medical intervention and hospitalization and related to essure devices. Its onset and stop date was (B)(6) 2010 and patient outcome was reported as recovered. Company causality comment: this medically confirmed; study case report refers to a (B)(6) old female subject who was enrolled in an observational company-sponsored study. She had essure (fallopian tube occlusion insert) inserted and during the procedure the physician had sensation of perforation on the right side. On the same day, physician reported essure placement failed due to abdominal migration. Four months after device insertion, the patient was submitted to a celioscopy. The right insert had migrated in the douglas pouch and the left insert was in the uterus near the left uterine horn. The inserts were removed and physician did a ligation of the uterine tubes. These events are listed in the reference safety information for essure. Uterine/fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this particular case, considering the close temporal relationship between events and essure insertion procedure, causality with the suspect insert cannot be excluded. Additional non-serious events were reported. This case was initially not regarded as incident. However, upon (B)(6) audit, a company internal review was performed and this case was upgraded to incident. Additionally, upon follow-up, surgical intervention was reported as events' treatment. Based on the available information no product quality defect was confirmed. There is no reason to suspect a causal relationship between the reported medical events and a quality defect. No further information is expected.

Manufacturer narrative:
Perforation questionnaire received on 22-jun-2016 it was reported that the visualization of tubal os was difficult: right ostium badly seen. Fluid loss during hysteroscopy was not more than 1500cc and procedure did not take more than 20 minutes. Complain immediately after insertion was denied. Diagnosis of incorrect essure position was made on (B)(6) 2010 by hysteroscopy; perforation was bilateral (no organ or intra-abdominal structure perforated). Perforation did not occur during sounding, cervical dilation or hysteroscopy prior to essure insertion; perforation occurred before deployment. Complete perforation in left and right tube: left insert in uterine fundus and right insert in douglas pouch. Patient was without symptoms. On (B)(6) 2010, hsg was done and confirmed tubal occlusion (patient was advised to rely on essure based on the result of confirmation test). On (B)(6) 2010, essure was removed (it was medically necessary) by trans-umbilical laparoscopy. Pathology results revealed a subserous fibroma of uterine fundus. Patient completely recovered. Company causality comment: this medically confirmed; study case report refers to a (B)(6) female subject who was enrolled in an observational company-sponsored study. She had essure (fallopian tube occlusion insert) inserted and during the procedure the physician had sensation of perforation on the right side. On the same day, physician reported essure placement failed due to abdominal migration. Four months after device insertion, the patient was submitted to a celioscopy. The right insert had migrated in the douglas pouch and the left insert was in the uterus near the left uterine horn. According to follow-up, complete perforation in left and right tube occurred. The inserts were removed by trans-umbilical laparoscopy and physician did a ligation of the uterine tubes. She completely recovered. These events are listed in the reference safety information for essure. Uterine/fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this particular case, considering the close temporal relationship between events and essure insertion procedure, causality with the suspect insert cannot be excluded. Additional non-serious events were reported. This case was initially not regarded as incident. However, upon nsai audit, a company internal review was performed and this case was upgraded to incident. Additionally, upon follow-up, surgical intervention was reported as events' treatment. Based on the available information no product quality defect was confirmed. There is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information has been requested.

Manufacturer narrative:
Follow up 12-sep-2016: investigator confirmed that the 3 following events should be kept: complete bilateral perforation with onset date on (B)(6) 2010, sensation of perforation right during the placement and abdominal migration. Therefore, the events procedure pain and placement failure were deleted. Essure expiration date was provided as (B)(6) 2010. Correction (12-sep-2016) following company internal review. The events procedure pain and placement failure were added. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 15-sep-2016 for the following meddra preferred terms: fallopian tube perforation: the analysis in the global safety database revealed (B)(4) cases; device dislocation: the analysis in the global safety database revealed (B)(4) cases; uterine perforation: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this medically confirmed; study case report refers to a (B)(6) female subject who was enrolled in an observational company-sponsored study. She had essure (fallopian tube occlusion insert) inserted and during the procedure the physician had sensation of perforation on the right side. On the same day, physician reported essure placement failed due to abdominal migration. The right insert had migrated in the douglas pouch and the left insert was in the uterus near the left uterine horn. According to follow-up, complete bilateral perforation occurred. Four months after device insertion, the inserts were removed by trans-umbilical laparoscopy and physician did a ligation of the fallopian tubes. She completely recovered. These events are listed in the reference safety information for essure. Uterine/fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this particular case, the perforation occurred during insertion procedure, causality with the suspect insert cannot be excluded. This case is regarded as incident since device removal was required. Additionally, non-serious events were reported. No sample available and no valid lot number available for investigation. Therefore, a product quality defect could not be confirmed but is considered plausible.